Event description:
On (B)(6) 2021, a perceval valve pvs21 was implanted and explanted immediately during the same day. As reported, there looked to be an issue with the stent and the leaflets, that they did not quite come together correctly and one of the leaflets looked turned in a bit upon inspection.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. The steady flow test review demonstrate the acceptable opened and closed leaflet performance of the perceval pvs21 sn# (B)(4). No anomalies are observed during the open/close cycle. The valve therefore meets the acceptance criteria of the steady flow test inspection as defined in the principal device function test at the time of release.